Event description:
A non-health care professional reported following the intraocular lens implantation the patient was frustrated with the quality of the vision and felt his vision was worse than preoperative. Hence it was decided to explant the lens in a secondary procedure. The clinical reason for the explant was intolerance to the lens and patient dissatisfaction. Additional information has been requested and received and it was further clarified intolerance to lens as generalized blur and halos with poor overall quality of vision and unable to drive especially at night. The patient was not hospitalized for the event and there was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).